Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
Patient stated with every order there is at least two to three catheters that are dry. Patient has used before. No lot number given.